Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the microset non dehp, 1,2u filter, priming experienced defective/damaged tubing. The following information was provided by the initial reporter: patient reported the giving set was had pin pricked size holes in it, patient did not use for infusion.

Manufacturer narrative:
Material # 120-112xsfvk is not registered as a medical device in the us and is not similar to a medical device sold in the us. These devices are sold outside of the us and are not similar to bd devices registered or sold in the us. This incident is therefore considered not reportable, and the initial MDR, (MFR report #: 9616066-2021-50783), can be disregarded. H3 other text : see h10.

Event description:
It was reported that the microset non dehp, 1,2 filter,priming experienced defective/damaged tubing. The following information was provided by the initial reporter: patient reported the giving set was had pin pricked size holes in it, patient did not use for infusion.